Manufacturer narrative:
Device batch/lot number was not provided, inquiry for this information has been made. User facility report: (B)(4) was received 08nov2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related manufacturer reference number: 2916596-2023-08011 (system controller). A user facility medwatch was received that states that patient called ventricular assist device (vad) coordinator due to controller alarms while at home. Vad coordinator instructed patient to change out their controller for their backup controller. The patient arrived at clinic on june 22, 2022 with noted damage to modular cable. Modular cable was replaced. Damage also was noted to driveline at the bend relief above the connector. Bend relief tear was repaired with rescue tape.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot number: 7221682) was not able to be confirmed. Available information indicated that the modular cable was exchanged in response to the damage. It was also communicated that there were unknown alarms produced by the system controller; it cannot be determined if these alarms were related to the operation of the modular cable. Multiple attempts were made to obtain additional information regarding the event, but no response was received. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 7221682) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.